Event description:
A nursing assistant reported that during a procedure the vitrectomy probe would not aspirate. Following a 20-30 minute delay, the probe was switched out and the case was completed. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).